Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device is exhibiting intermittent high out of range pace impedance measurements greater than 3000 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. The rv pace impedance measurements were noted to vary between approximately 350 ohms and greater than 3000 ohms for most of the last year. The rv shock impedance has been stable in the 40 ohm range over the last year. There also has been no change in threshold measurements and no noise observed. Boston scientific technical services (ts) indicated there are no signs of a lead integrity issue and the cause is likely a device header spring contact issue. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device is exhibiting intermittent high out of range pace impedance measurements greater than 3000 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. The rv pace impedance measurements were noted to vary between approximately 350 ohms and greater than 3000 ohms for most of the last year. The rv shock impedance has been stable in the 40 ohm range over the last year. There also has been no change in threshold measurements and no noise observed. Boston scientific technical services (ts) indicated there are no signs of a lead integrity issue and the cause is likely a device header spring contact issue. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.